Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 391 mg/dl. Earlier the blood glucose value was over 400 mg/dl. Customer stated that they had an issue with insulin pump and they thought it was not delivering insulin. No product is expected to return for analysis.